Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a level 1 rapid infuser experienced slow dripping flow during infusion shortly after the first two packed red blood cells were hung. The patient¿s access was new, with good blood return and flush capability, and the issue was not related to the filter. All system indicators were normal. Reinstallation of the line did not resolve the issue. Intermittent orange alarms indicated the bifold door was not closed properly, despite being properly positioned. There was a five-minute therapy delay, potentially prolonging hypovolemia and increasing vasopressor requirements. There was patient involvement, but no harm was reported.